Manufacturer narrative:
A sample was provided for investigation of tsh. The high tsh value was confirmed. On further investigation, a presence of an interfering factor was found. This limitation is documented in the method sheet for the assay. Differences in results and reference ranges from tsh assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for a total of 245 patient samples tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Of the 245 patient samples, 89 had erroneous test results. The erroneous results were reported outside of the laboratory to the doctor. The affected assays include: the elecsys afp assay (afp), the elecsys ca 19-9 immunoassay (ca 19-9), the elecsys cea assay (cea), the elecsys total psa immunoassay (psa), elecsys ft3 iii (free-t3), the elecsys ft4 ii assay (free-t4), and the elecsys tsh assay (tsh). Patient identifiers for information related to each affected assay: (B)(4). Please refer to the attachment for all patient data. The samples were initially tested on the customer's e170 analyzer (named elecsys on attachment). The elecsys values highlighted in orange are erroneous. The samples were repeated using the abbott architect and wako accuraseed methods. Sample 31 was provided for investigation where it was tested for tsh, free-t3, and free-t4 on a cobas 8000 e 801 module - e801 (see bottom of attachment). No adverse events were alleged to have occurred with the patients. The serial number of the customer's e170 analyzer is (B)(4). The serial number of the e801 analyzer used for investigation was (B)(4). Tsh reagent lot number 291617, with an expiration date of august 2018 was used on this analyzer.

Manufacturer narrative:
The reference ranges for the wako accuraseed methods are as follows: tsh = 0.5 - 4.8 uiu/ml, ft4 = 0.87 - 1.72 ng/dl, ft3 = 2.39 - 3.86 pg/ml.